Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a minimally invasive procedure for hemorrhoid, staples were not formed and tissue was cut. Mucosa and sub- mucosa was cut but staples were not formed. The washer in the anvel was cut. There was bleeding which was managed by the doctor. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: just for clarification, were the staples malformed (irregular in shape)? No. Just for clarification, did the device not staple (no staples deployed on the tissue)? No staples deployed on the tissue. What degree of hemorrhoids did the patient have? Third stage. How much blood was loss (ml)? Massive bleed. Did the patient require a blood transfusion? Yes. How did the surgeon take care of the bleeding? Opened and then sutured. What confirmation was received that the device was fully fired? Crunch sound heard. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Green. When was the red safety removed prior to firing? Yes. How was the case completed? Miligan morgan method. What is the current status of the patient? Stable but very unsatisfied.